Manufacturer narrative:
(B)(4). Pt notes, pt details, implant details, x-rays and explant requested. Please note: this issue reported due to cormet cup but this was coupled with a thr with large diameter mom head which is not cleared for sale in the USA (incident is outside USA).

Event description:
Cormet revision due to loosening.